Manufacturer narrative:
Quality safety evaluation received on 05-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced cramps (seen as abdominal pain lower) this event is serious due to disability and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led her events led her to an impairment of her social activities and happiness, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 14-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. The consumer reported painful placement. In an unspecified date the consumer experienced cramp, rash, itching skin, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, blood loss during coitus, pain during ovulation, during coitus, pain in abdomen, in head, in lower back, and depressive feelings. Those events led her to an impairment of her social activities and happiness. She also presented dizziness, loss of libido, nausea, tiredness, restless feelings, memory loss, concentration problems, brittle nails, swollen abdomen, hair problems, vaginal secretion, menopause complaints, tooth problems, vaginal fungal infections, excessive sweating, tingling, tinnitus, fluid retention in hands and legs, fluctuating blood sugar levels, flu like symptoms (lengthy flu), inflammation of the throat, hormone fluctuations, and pre-menstrual syndrome (pms). She contacted her physician and had appointments with a few doctors (psychologist and psychiatrist). She had a nuclear magnetic resonance imaging (MRI) and computerized tomogram (CT scan); however, the results were not provided. She was treated with unspecified medication and ointments. No assessment regarding the relationship between the events and essure was provided. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced cramps (seen as abdominal pain lower) this event is serious due to disability and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite of limited information provided, considering event's nature per se, causality between the reported event and essure use cannot be excluded. Since this event led her events led her to an impairment of her social activities and happiness, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.